Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, and h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: spare lamp failed to turn on. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device failed power on due to the cover was deformed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the subject device had no power. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.